Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot number provided show that the patient was using an expired pod. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient experienced an unexplained hyperglycemia and was hospitalised with diabetic ketoacidosis. The patient's blood glucose level rose to greater than 5g/l (500 mg/dl), with ketone level of greater than 5 mmol/l while wearing the pod for an unknown duration. The patient was hospitalised at (B)(6) on (B)(6) 2025, and was treated by dr. Ounbiche. Symptoms reported include prolonged hyperglycemia with ketone elevation, discomfort, intense thirst, fatigue. The patient was treated with intravenous infusion and insulin using a syringe pump. The patient was discharged on (B)(6) 2025.